Manufacturer narrative:
E1 - address 1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had flickers with images. The issue was found during cleaning and disinfection. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: by a electrical/ electronic component problem of the insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.